Manufacturer narrative:
The customer's complaint history was reviewed, this is the first report for this issue for this facility. There are no additional reports for this lot. This product was released per specification. A review of the finished goods DHR and lot history could not be conducted because a lot number was not provided. A sample was not returned for this complaint. While a sample was not returned for this complaint; a sample from the same lot was returned and investigated under another investigation. The root cause of the customer's complaint is a picking error that occurred in consumables manufacturing process. The error occurred during the build of one of the lots of infusion cannula priming trays used for the finished goods subassembly. An internal corrective action was opened to document the investigation and associated corrective action(s). Quality assurance will monitor for trends. (B) (4). (B) (4). (B) (4).

Event description:
The customer reported the 23ga constellation custom pak contained a 20ga infusion cannula. There was no patient impact because the user discovered it prior to use.